Event description:
It was reported that a patient underwent a laparoscopic ipom incisional hernia repair procedure and absorbable staples were used to secure the mesh. Approximately two weeks following the procedure, the patient complained of fluid at the procedure site. The patient was hospitalized and 2 liters of fluid was drained from the abdominal wall. On (B)(6) 2014 a reoperation was done. During the reoperation it was noted that the absorbable staples were still in the mesh but without any fixation to the abdominal wall. It was determined that an e-coli infection was present.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.